Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly.

Event description:
The customer reported water damage and a blank display. The customer changed the battery, but the display did not return. Advised that the insulin pump would be replaced. Nothing further was reported.